Manufacturer narrative:
(B)(4).

Event description:
Customer reportedly received results of 514 mg/dl and 219 mg/dl within 1 minute on the aviva system. No actions taken based on device results. No adverse event reported. The alleged product was replaced and requested for evaluation.